Event description:
It was reported that during preparation for a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms. The device had no contact with the patient's body during this event. The maverick2 monorail balloon catheter was replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as "good".